Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that smoke came out from the handle when it was connected. 4 other cords tested and handle not working when connected to the machine. Additional information has been requested.

Manufacturer narrative:
Additional information received on october 6, 2016: the device was in contact with the patient however, no patient injury was reported. Unknown if the event lead to surgical delay. Integra has completed their internal investigation on october 11, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device: the costumer reported issue with the top button pawl. The spring of the pawl is missing. DHR review: no nonconformity for this lot. Complaints history: no complaint for this lot. Conclusion: the most probable cause of this event is costumer disassembling of the handle (the spring is located in a plastic part and cannot move).